Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h4: manufacturing date for product ID: nim4cpb1 is 2021-03-15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, channel 1 was noisy. It occurred without cautery or even anyone touching the patient. Channel 1 would randomly say "lead off detected" then start working intermittently. Changed to a different patient interface and now this one says "patient interface fault detected". The wave form was also not moving. Not started surgery as of yet. Stim 1 or 2 was also not plugged in as of yet. Restarted just the patient interface box and the patient interface fault detected went away. Less than 1 hour of delay. There was no patient injury.